Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a bhr-tha revision surgery had been performed on (B)(6) 2009, the patient experienced a significant acetabular osteolysis and modest femoral osteolysis in likely alval lesion (aseptic lymphocyte-dominant vasculitis associated lesion), without mobilization of the components. This adverse event was addressed by a second revision surgery on (B)(6) 2021 to explant the acetabular cup hap size 52/60 and bhr modular head 52mm. The synergy system was retained and the system was converted to thr with competitor's cup dual mobility liner and ceramic head. It is unknown current health status of patient.

Manufacturer narrative:
It was reported that revision surgery was performed on the patients right hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the cup and head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. No other similar complaints were identified for the cup or head. A search was also performed using part numbers, the reported failure modes and description summary to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints were identified for the cup. This will continue to be monitored. No other similar complaints have been identified for the head. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the cup and head. No additional risks were identified as result of the reported event and no further actions are required at this time. The available clinical information was reviewed, based on the reported symptoms it cannot be concluded that the events/clinical reactions (significant acetabular osteolysis and modest femoral osteolysis in likely alval lesion) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.